Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton as intellicuff did not maintained pressure due to a leakage. The intellicuff what used in combination with a hamilton-c6 ventilator device. - this occurrence was noticed during patient ventilation. - an intermittent alarm was observable both visually and through hearing. No further details about the alarms were reported to hamilton. - no ventilator device log files were provided to hamilton. - this malfunction was reproducible. - there is patient involvement reported. This event occurred during patient ventilation. - there was need for medical intervention reported. The intellicuff device was exchanged. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation is ongoing.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: the allegation in this complaint was confirmed to be a complaint as a malfunction of the device could be identified. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The cuff connector was cracked, applied pressure could not inflate the balloon. If a leakage of the system (intellicuff and cuff pressure tube for intellicuff) leads to a failure to achieve and maintain the chosen pressure level, the device becomes inoperable and does not work as intended. In the event records, it was stated that the failure did occur during ventilation of a patient. The issue is not likely to be serious to public health but has potential to cause patient death or harm, if it were to recur. Therefore, the event has been deemed to be a reportable event. The root cause was attributed to a defective connector of the intellicuff pneumatic cuff. The correction consisted in replacing the intellicuff device. With an upcoming change in the scope of carm-5213, a CAPA will not need to be initiated. Nevertheless, the failures of devices in the market are monitored constantly and if the failure rate was to increase, a CAPA will be considered.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as intellicuff did not maintained pressure due to a leakage. The intellicuff what used in combination with a hamilton-c6 ventilator device. This occurrence was noticed during patient ventilation. An intermittent alarm was observable both visually and through hearing. No further details about the alarms were reported to hamilton. No ventilator device log files were provided to hamilton. This malfunction was reproducible. There is patient involvement reported. This event occurred during patient ventilation. There was need for medical intervention reported. The intellicuff device was exchanged. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as intellicuff did not maintained pressure due to a leakage. The intellicuff what used in combination with a hamilton-c6 ventilator device. This occurrence was noticed during patient ventilation. An intermittent alarm was observable both visually and through hearing. No further details about the alarms were reported to hamilton. No ventilator device log files were provided to hamilton. This malfunction was reproducible. There is patient involvement reported. This event occurred during patient ventilation. There was need for medical intervention reported. The intellicuff device was exchanged. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: the allegation in this complaint was confirmed to be a complaint as a malfunction of the device could be identified. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The cuff connector was cracked, applied pressure could not inflate the balloon. If a leakage of the system (intellicuff and cuff pressure tube for intellicuff) leads to a failure to achieve and maintain the chosen pressure level, the device becomes inoperable and does not work as intended. In the event records, it was stated that the failure did occur during ventilation of a patient. The issue is not likely to be serious to public health but has potential to cause patient death or harm, if it were to recur. Therefore, the event has been deemed to be a reportable event. The root cause was attributed to a defective connector of the intellicuff pneumatic cuff. The correction consisted in replacing the intellicuff device. With an upcoming change in the scope of carm-5213, a CAPA will not need to be initiated. Nevertheless, the failures of devices in the market are monitored constantly and if the failure rate was to increase, a CAPA will be considered. Hamilton medical ag complaint number: cer (B)(4). Follow-up 2 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.